Event description:
Difficulties were experienced in retracting the jacket. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. A cuff was placed in contra limb to resolve a leak.